Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3 due to error 32056. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was installed onto a golden system where error 32056 was present during power up logs. The usm was then installed onto a pftp where the automatic gain control (agc) current test failed on yaw, replicating the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight flat flex cable (ffc) was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted procedure surgical procedure, the universal surgical manipulator (usm) 3 was faulting out. Prior to the call, customer performed a hard power cycle and the issue remained. Technical support engineer (tse) asked how many arms the customer need for the case but they were not sure. A field service engineer (fse) replaced the usm 3. There was no report of patient injury.